Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found to deliver within specification during flow testing. No component could be determined for causality and therefore no correction was required. The reported condition was not verified. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not pump fluid. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.